Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving morphine (unknown dose and concentration) via an implantable pump for an unknown indication for use. The patient's medical history included a fistula close to the pump pocket. It was reported the patient had erosion at their pump pocket site. The reported environmental, external or patient factors that may have contributed to the event stated, "in patient for approximately 3 months. Fistula close to pump pocket". The whole system was explanted on (B)(6) 2019. The issue was resolved at the time of this report. The patient's status was alive - no injury.